Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the film review. (B)(4). History: this complaint involves a female patient from (B)(6) who underwent placement of an optease optional filter. Indications for filter placement and clinical history are not provided. The filter was placed from the femoral approach. As per clinical report, the sheath introducer was delivered to the inferior vena cava and the filter was advanced to the end of the delivery catheter. The treating physician was not satisfied with the filter position and advanced the sheath containing the filter cephalad approximately 3 cm. The filter was deployed and was noted to be unusual in orientation. Attempts to snare the filter were unsuccessful. The patient was transferred to another hospital for surgical removal of the filter. Observations: a single cd-rom containing a contrast enhanced CT of the chest and abdomen was submitted for review. There is normal enhancement of the pulmonary artery and there is no evidence of pulmonary embolism. There appears to be right hilar mass or lymphadenopathy. There is right upper lobe infiltrate or consolidation. Within the infrarenal ivc the optease filter is seen superior and right lateral to the cava in an extraluminal position. The filter appears expanded in the para caval tissues. No significant retroperitoneal hematoma is seen. The inferior pole of the filter is at the level of the iliac bifurcation and the proximal cone extends into the region of the pancreatic head. Conclusion: this complaint involves a patient who underwent optease ivc filter placement and experienced an untoward event. From the images provided it appears that the filter was deployed extravascular in the paracaval space. The etiology of this event appears to be procedural/technical and does not appear to represent product malfunction, manufacturing issue, or product quality issue. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15513947 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an inferior vena cava (ivc) filter implantation using a 55 cm. Optease filter for femoral delivery, the approach was made from the femoral vein with a sheath introducer. The sheath introducer was delivered to the inferior vena cava and the filter of the optease/(complaint product) was advanced to the distal portion inside the sheath introducer by the obturator. Afterwards, it was confirmed that the sheath introducer was not placed in the right position and so the sheath introducer was advanced approximately three (3) cm. Further. Then, the sheath introducer was pulled on and the filter was released, but the filter did not deploy at all and a dissection was confirmed. To remove the optease filter, a snare catheter was delivered, but it was unable to approach the filter. The physician felt something was wrong and the patient was transferred to a nearby hospital to be treated by surgically removing the filter. The physician's comment: when the sheath introducer was advanced approximately 3 cm. Further, the distal portion of the sheath introducer might have stuck into the vessel wall. The possible cause of the deployment failure of the filter was because the filter might have been released in the vessel wall. The filter might have remained in the subintima and so the snare catheter would not reach to the filter. There was no difficulty or resistance/friction reported advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction reported advancing the filter to the deployment target. It was verified under fluoroscopy the filter was not in a side vessel.